Event description:
Customer reported device does not attach burr. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed failed noise test, failed speed test, the device locking components were damaged. The device overheated and overpressure valve required service. The device was repaired and returned to customer on (B)(4) 2012.